Event description:
Device history record was reviewed, no event linked to the reported issue was found. Partial device log was reviewed. Several technical error 49 and 51 were found which confirms the reported event. Some have even stopped infusions. The errors were found on the dates (B)(6), (B)(6) (four times), (B)(6) (twice). The device was not received because it was repair locally. To solve the issue the power supply board and the speaker have been replaced, and the part was sent in brezins for investigation. According to the investigation, nothing was noticed during the visual inspection. Functional check was performed on an agilia sp tester. Several infusions were started, with functional alarms being triggered (end of infusion, syringe installation), but no technical error was triggered at different sound levels (1/7 and 3/7). The reported issue was confirmed, as it was found in the logs provided for analysis. However, the root cause remains unknown. The failure is likely due to another component, which can only be investigated with the device concerned. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: error 51 u. 49 speaker error and error alarm supercapacitor. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.